Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-aug-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A technical support specialist contacted for a follow-up, but no information was provided by the customer after multiple attempts and decided to close the complaint file as no response from the customer end.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es orders were not crossing over to the station. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported based on this incident.